Event description:
It was reported that the patient's implantable cardioverter defibrillator was not performing high voltage lead impedance measurements. The patient presented in clinic for a device check. Re-programming was performed, high voltage impedance lead measurements were obtained and found normal. There were no patient consequences.